Event description:
It was reported that a patient presented with over-sensing noted on the implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.